Event description:
It was reported that a pump alarmed for an upstream occlusion when no occlusion was present (medication, programmed amount and delivery rate unknown).

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation confirmed that the pump alarmed for an upstream occlusion when no occlusion was present caused by a failed upstream sensor. The failed upstream sensor was replaced.